Event description:
It was reported that a user experienced hyperglycemia with fingerstick values rising from 422 to 489 despite the pump showing insulin use, and troubleshooting identified a likely infusion site or supply issue; the user performed a full supply change with new cartridge, new site, successful priming with visible drops, and cannula fill, after which glucose began to decline. Symptoms included hyperglycemia and vomiting. Outcomes included ongoing monitoring and a downward glucose trend after the supply change, with guidance to hydrate and check ketones when able. Investigation included technical support troubleshooting, review of infusion site functionality, and supply replacement to address potential delivery or absorption issues. Investigation of this case revealed that insulin delivery had been impeded due to a suspected site or infusion set problem, with no leak detected and only mild redness at the prior site. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with hyperglycemia due to a transient infusion site or set issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.